Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-14-insufficient blood sample applied to strip (user)(B)(4). (B)(4) customer reported symptom of lightheaded. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. The customer reported feeling a little lightheaded at the time of the call. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 175 mg/dl using truemetrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 01/19/2019 and open vial date is (B)(6) 2018. Customer was using the correct test strips for the meter. The meter memory was not reviewed for previous test result history.